Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 10

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion set fell off events on 17-mar-2024. The infusion sets were in use for 2 days. No further information available.